Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded. The patient did not receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
The manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam.there was no report of patient harm or injury.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam.there was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful.the manufacturer believes they will be unable to gather additional information.the manufacturer is submitting a final report at this time.if pertinent information becomes available to the manufacturer at a later date,an addendum to this final report will be filed. B.5. Updated in this report. D.9 updated in this report. 'Device available for evaluation?' Was captured in error in the initial MDR. H.3. Updated in this report. 'Not returned to manufacturer' was left blank in the initial MDR. H.5. Upadted in this report. "Labeled for single use" was captured in error in the initial MDR. Section h6 updated in this report.